Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer reset the pump and subsequently, the time and date became inaccurate. Tandem technical support educated customer when to reset. Reportedly, the alert cleared and the pump successfully began charging. The customer corrected the pump time and date to resolve the issue. Customer's blood glucose level was 89 mg/dl.